Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that during the preparation of a case an automated impella controller (aic) console had a battery failure alarm. No further information regarding the case was provided. No patient was involved.